Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify blank display, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experienced high blood glucose and insulin pump was stopped working when on trip. The customer¿s blood glucose level was 33 mmol/l. The customer stated that insulin pump had crack from clip rails to bottom to left side. Customer experienced high blood glucose because of out of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.